Manufacturer narrative:
(B)(4). Reference medwatch report: mw5066986.

Event description:
Procedure: ventral hernia repair. Date of implant: (B)(6) 2014. Per describe event of problem of the maude form: per reporter: on (B)(6) 2014 patient had a ventral hernia repaired using parietex mesh using secure strap. Initially, patient felt soreness as expected from the surgery. Approximately, 5-6 months after the surgery the patient started feeling the same signs and symptoms as with the ventral hernia. Two and a half years have passed and the patient is still having nausea, vomiting, constipation and severe abdominal cramps.